Event description:
It was reported that a patient presented remotely via merlin.net. Review of transmission revealed noise oversensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.